Event description:
It was reported that during a carotid stenting treatment procedure, stent damage occurred. Vascular access was obtained via femoral artery. The de novo, eccentric, 30x8-9mm target lesion contained a >=90 degrees bend and was located in the mildly calcified and moderately tortuous left internal carotid artery. A 10.0-37 carotid wallstent was advanced and implanted into the lesion. However, the stent was noticed to be deformed after deployment. A kink was noticed in the distal portion of the stent. The procedure was completed by implanting another of the same device through overlapping technique. No patient complications were reported and the result was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).